Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited electromagnetic interference, intermittent oversensing and signal artifact. The ra lead will be reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.